Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the mobile view station (mvs) is plugged into the wall outlet the computer would not start. It was only when the mvs computer, not the entire mvs when connected to an outlet, that it starts normally. No patient was present at the time of the event.

Manufacturer narrative:
The dvd driver was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue could not be confirmed. The dvd unit was the only part returned. It passed visual inspection, bench testing and the dvd powered on. When the eject button was pressed the green led came on and the door opened. They installed a cd into the drive and it read the cd disk with no issues. The cd drive functioned as expected. No failures were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and the system wasn't staying powered on like it should. The power switch board was replaced along with the computer, however this did not resolve the issue. This complaint is still under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the mobile view station (mvs) is not plugged into the wall the system immediately turns off. When the system is plugged into the wall the system can boot normally. No patient was present at the time of the event.

Manufacturer narrative:
Correction to the event description. A manufacturer representative (rep) went to the site to test the imaging system and confirmed the reported issue. The rep installed a power board onto the system but were unable to perform the required testing. The mobile view station (mvs) computer was replaced but the computer did not boot up unless they bypassed the uninterruptible power supply (ups) and connected the computer directly to a wall outlet. The rep then replaced the ups and the investigation is still on going. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the mobile view station (mvs) is plugged into the wall outlet the computer would not start. It was only when the mvs computer, not the entire mvs when connected to an outlet, that it starts normally. No patient was present at the time of the event.